Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 08/19/2010, 08/24/2010 and 09/02/2010 by fax, mail and phone. Additional info was received on 08/20/2010. A completed questionnaire has not been received. (B)(4).

Event description:
Adverse event(s): "distorted and inferior vision" (vision, impaired). Product problem(s): "none reported" (no info [iol (intraocular lens) implant]). A consumer reported that following bilateral intraocular lens (iol) implant surgeries, her vision was distorted and inferior. The lenses were exchanged for a different model and the consumer is happy with the results. Additional info was received from the surgeon who performed the exchange surgery. He reported that the initial lenses were positioned correctly and does not blame the lens for the event. The consumer has steep corneas, which factored in her ability to align with the line of sight when seeing through the lenses, which is why she had trouble focusing and had distorted and poor vision. Additional info has been requested. There are two medical device reports associated with this event; this report is for the left eye.